Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 the 3.5x19 mm graftmaster stent successfully treated the perforation in the saphenous vein graft to the obtuse marginal coronary artery. After the procedure, it was noted that the graftmaster had expired on (B)(6) 2017. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.